Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with extremely high blood glucose levels. The reported blood glucose reading at the time of the call was 1200 mg/dl. The customer got on the phone and was very incoherent at the time of the call. Troubleshooting was performed, and found that the customer had been getting multiple no delivery alarms. The customer also reported bent cannulas and the tape not sticking with the current mio infusion sets. Suggested trying different infusion sets. Nothing further was reported.